Event description:
In 2007, this patient was treated for a traumatic transection with a gore tag thoracic endoprosthesis. During the surgery, the physician unintentionally covered the left subclavian artery. The three day follow-up cta was good. The patient complained of chest pain and a 7 day follow-up cta was performed showing, what the physician states, "device had a kink or was pinched in the middle and looked like an hour glass shape on cta". There was no signs of an endoleak. The physician feels that something in the patient's anatomy is pushing on the device. The physician plans to reintervene pending gore's imaging analysis. The patient is doing well at this time.

Manufacturer narrative:
Device remains implanted in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.